Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. This report has been submitted by the importer under this MDR report number 2429304-2024-00010.

Event description:
User facility reported during a endoscopic retrograde cholangiopancreatography procedure the distal end cover on evis exera iii duodenovideoscope fell off into the patient. There was a 20 minute delay due to adjusting the scope to forward view and retrieving the distal tip cover. The procedure was completed and the distal cover was retrieved with model gif h190. There was no harm associated to the patient. This medwatch requires 2 reports. The related patient identifiers are as follows: (B)(6) represents evis exera iii duodenovideoscope (B)(6) represents the single use distal cover this medwatch represents patient identifier (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, although the cover may have covered the hook at the scope¿s tip, it likely did not cover the hook completely. Therefore, the cover was insufficiently attached, causing it to easily detach from the scope. However, since the subject device was not returned to olympus for evaluation, the issue could not be confirmed, and the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) in sections: operation manual: chapter 4 (section 4.1) ¿ detection way. Operation manual: chapter 3 (section 3.5) ¿ preventative measures. Olympus will continue to monitor field performance for this device.